Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
There is a sense of displacement and jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first staple in the returned sample was partially formed. The stapler was returned with 13 staples left in the cover block. Signs of use in the form of biological material was observed on the returned stapler. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to be properly fired from the device. The next four staples were fired successfully. During the firing process, the reported resistance was observed. Additionally, a loose fully formed staple fell out of the back of the stapler during the firing process. The device was disassembled, and no defects or anomalies were observed. The remaining eight staples were successfully fired into a simulated skin pad. It is possible that a buildup of tolerances between device components caused the resistance encountered. However, the source of the unusually high resistance when firing the stapler could not be conclusively determined. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the first staple in the returned sample was partially formed. Upon functional inspection, the staples were able to properly form and were successfully fired into a simulated skin pad. However, the reported resistance was encountered when firing. The device was disassembled, and no defects or anomalies were observed. It is possible that a buildup of tolerances between device components caused the resistance encountered, but the source of the unusually high resistance could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
There is a sense of displacement and jamming.